Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the team is unable to observe if the needle is disconnected from the hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle eclipse 25x1 rb disconnected from the hub. The following information was provided by the initial reporter: material no.: 305761 batch no.: 0206570 it was reported the needle became disconnected from the hub upon removing the cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 25x1 rb disconnected from the hub. The following information was provided by the initial reporter: material no.: 305761. Batch no.: 0206570. It was reported the needle became disconnected from the hub upon removing the cap.